Event description:
The customer reported that the mx40 had no audio. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was returned to philips for evaluation. The device failure was replicated. The device also had some cosmetic issues as well as some use issues. The failed speaker was replaced in addition to the touchscreen since it was scratched and rear housing for the batteries since the battery contacts were depressed. The cosmetic issue with the scratched touchscreen and the depressed contact are considered as user handling issues and are not malfunctions. After the repairs the device passed all testing.